Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and boston scientific obtryx were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a cystoscopy, bilateral salpingo-oophorectomy, anterior/posterior colporrhaphy, sacrospinous vault suspension and perineoplasty performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
Infection. It was reported that following insertion patient experienced infection. It was reported that patient underwent resection of mesh on (B)(6) 2014 by dr. (B)(6) at the (B)(6) medical center.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, recurrence, bleeding and dyspareunia. No additional information was provided. (B)(4).